Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.45 cm abdominal aortic aneurysm. The aortic neck is 25.4 mm in diameter proximally, 28.4 mm in diameter distally, and 27.5 mm long, with mild calcium, minimal angulation, and no thrombus. It was reported that during the implant procedure, a type I endoleak was noted and resolved by ballooning. A post-operative CT the same day showed a significant proximal type I endoleak with aneurysm enlargement to 6.7- 6.8 cm in diameter. The physician elected to place a stent from another manufacturer; however, the endoleak was still present. As a contrast jet was seen distally on the left side, which was thought to be possibly a type iii endoleak from the unstented segment of the bifurcated graft, the physician elected to place an aneurx limb on the left side high in the flow divider; however, the endoleak remained unchanged. A talent aortic cuff was then implanted over the other manufacturer's stent with still no change in the endoleak. A type ii endoleak was ruled out. The decision was made not to intervene any further at that time. No additional intervention has been performed, and the source of the endoleak is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (unknown source of endoleak). Evaluation, conclusion: (unknown source of endoleak).